Event description:
Doctor reported that implant at tooth site 27 was removed due to bone loss and infection. Patient referred pain. Crown loosening was also reported. This complaint refers to the implant removal due to infection and bone loss.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided a4: patient weight unknown / not provided d10. Concomitant medical products iuniht, certain® titanium hexed screw lot 1287373 a summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.